Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that erratic calcium, co2 and magensium results were generated while using the architect c16000 analyzer. The customer provided the following data: sid (B)(6): calcium initial 15.8, retest: 8.5 the retest result aligned with the patient clinical history. Sid (B)(6): co2: initial 42, retest :26 the retest result aligned with the patient clinical history. Third patient (no ID provided): magensium: initial 0.4, retest 2.0 no impact to patient management was reported. No additional patient specific information has been provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service analyzer review, instrument service review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative replaced the sample probe to address the issue. A service history review revealed no additional erratic or discrepant patient results reported on this analyzer. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending did not identify any adverse trend. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77 was identified.